Event description:
The customer reported that he was hospitalized with a high blood glucose of 535 mg/dl. The customer stated that he woke up that morning, and the infusion set had become loose. The customer stated that he was vomiting violently due to the high blood glucose levels. The customer changed the infusion set, and drove himself to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.